Manufacturer narrative:
Inspected 1 opened/used sensor and performed visual inspection and found sensor cannula retracted inside sensor base and found broken cannula broken part is missing. Unable to confirm customer received sensor in said condition due to customer returned opened/used.

Event description:
The customer's parent reported via phone call that the sensor had sensor fail. The customer¿s blood glucose was unknown. The sensor will be returned for analysis.